Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implants. Implants are 2 of 4 placed in routine procedures in class iii bone. The implant in site #6 was a replacement implant with bone augmentation. The clinician reports that the quality of the maxillary bone was poor and that there was no bone growth in the hollow portion of the implants. The pt reported that they became sore in 9/96 but did not tell the office until 10/22/936. The implants were not mobile when last checked by her orthodontist. The implant in site #6 was removed 4.5 months post-op and the implant in site #11 was removed approx 7 months post-op.